Event description:
During the patient's left total knee arthroplasty, it was noticed there was a small, crescent-sized piece of metal missing from a used saw blade. Searches in and around the field produced no results. X-ray was taken, radiologist stated he could not find any radiopaque foreign body of the description. Rest of the surgery concluded with no further incident.